Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 560 mg/dl. The customer was treated for high blood glucose with pump. The customer reported that when he removed the cannula it is bent. Customer was advised this may have contributed to high blood glucose. The customer was advised to changed infusion set. The customer reported that he had bent cannula issue. Customer's blood glucose at time of incident was 350 mg/dl. The customer was advised to change infusion set and change his site. Customer changed his site during the call and was able to give himself a bolus of 8 units.